Manufacturer narrative:
Concomitant medical products: product ID: 3887-45, lot# j0340670v, product type: lead. Other relevant device(s) are: product ID: 3887-45, serial/lot #: (B)(4), ubd: 16-sep-2007, UDI#: (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for other chronic/intract pain and non-malignant pain. The patient reported that their implantable neurostimulator was replaced because it never helped with the right side of their body since implant. They added that it only helped with the left side of their body. The patient stated that the healthcare providers couldn¿t figure out what the issue was because everything looked good, but they couldn¿t feel anything. They mentioned that the manufacturing representative did everything they could to figure out why the device wasn¿t working. The patient stated that they ended up figuring out that their leads weren¿t compatible with the ins they had. They also noted that the ins had cracked, causing it to leak inside of their body. The patient mentioned that they had to go through 4 surgeries for this issue. The patient stated that the ins was replaced on (B)(6) 2019, and the lead was replaced on (B)(6) 2019. No further complications were reported or anticipated.